Manufacturer narrative:
H6. Investigation summary: a failure for mis-identification of results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). A customer reported that listeria monocytogenes was misidentified as entercoccus faecalis and on another day entercoccus faecalis was misidentified as listeria monocytogenes. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed an instrument check. The instrument was found to operating as expected and preventative measures only were carried out. The root cause is unknown at this time. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode, outside ot the one already described above. Complaints for results are within statistical control for the month of march 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system misidentification occurred. The following information was provided by the initial reporter: misidentification report.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system misidentification occurred. The following information was provided by the initial reporter: misidentification report.